Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the energy was inconsistently delivered to the jaws on the vasoview hemopro 2. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed aas the product lot number is unk. (B)(4).